Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, and h11 visual examination of the returned product identified signs of repeated use (nicked and gouged) and a small corner chip of the impactor pad had fractured off. The fractured pieces were also returned. Product identifiers were visually verified. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The root cause of the reported issue was due to repeated use of this instrument over five years field life, which causes wear and tear to the instrument and led to fracture. The complaint is confirmed through the returned product analysis. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor fractured during surgery. No pieces fell into the patient and no foreign body was retained. Attempts to obtain additional information have been made; however, no more information is available.